Event description:
On (B)(6) 2012 the (B)(6) female underwent a total left hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The pt became symptomatic with her hip and went to se dr (B)(6). Left hip aspiration was done and sent to pathology. On (B)(6) 2014 pt underwent revision of the left hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.